Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: no outcome or consequence to patient. How was the ¿bleeding¿ controlled? Diathermy. Was surgical or a hemostatic powder used? No. Was there any other action taken for the procedure? No. Did the procedure have to be converted to open? No. Did the patient need to have a blood transfusion? No. Did the patient need any different type of post op care due to the bleeding/oozing? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a wedge resection, when trying to stop bleeding, the cycle continued with no end cycle. Item was replaced with a new har1136 without any issues. The surgery was delayed 5 minutes. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2022. D4 batch #: v7015l. Investigation summary; the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The instrument was received with the black coating of the blade damaged. The device was tested on a gen11. The device did activate during functional testing. The device was tested with the test media and performed as expected. There were no anomalies noted with the functionality of the device. No continuous activation was noted as reported. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.